Manufacturer narrative:
Further review of existing shock impedance measurements indicates they are still within range for this s-ICD system. No report was required for this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data. X-ray imaging was performed and reviewed by ts, with some movement of the electrode suspected so an electrode revision was suggested. This device remains in service. No adverse patient effects were reported. Further review of existing shock impedance measurements indicates they are still within range for this s-ICD system. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored data. X-ray imaging was performed and reviewed by ts, with some movement of the electrode suspected so an electrode revision was suggested. This device remains in service. No adverse patient effects were reported.